Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons on the insulin pump were hard to press. The customer¿s blood glucose was unknown. It was stated that there were scratches on insulin pump screen. The troubleshooting was not performed. The insulin pump will not be returned for analysis.